Event description:
The manufacturer received information alleging a "service required" alarm condition related to an internal battery issue had occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for an internal battery issue. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.